Event description:
It was reported that an angio-seal was deployed in the right groin post left heart catheterization and angioplasty. Some oozing was noted post deployment and manual compression was applied. Dressing was applied to the groin and the patient was moved to the recovery area. The patient commented that pressure felt in the right side of the abdomen. The pressure in the abdomen increased and the patient's heart rate and blood pressure dropped. The patient was taken to CT which revealed a large right retroperitoneal hematoma. The patient then went to surgery where the pledget part of the angio-seal was encountered just above the inguinal ligament. The distal external iliac artery and distal common femoral artery were occluded. The right femoral artery was repaired, the hematoma evacuated and the angio-seal removed. The patient tolerated the surgery well and was recovering. Heparin and integrilin (doses unknown) were administered during the percutaneous transluminal coronary angioplasty procedure.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site, if necessary, monitor pedal pulses.